Manufacturer narrative:
Possible lot number are: bs001477, bs002617, bs002618.

Event description:
Information was received that a smiths medical customized portex bivona tracheostomy tube, had issues, pinching the patient. No further adverse patient effects were reported.